Event description:
Event description cpi received information that the when the patient received the first shock from his newly implanted implantable cardioverter defibrillator (ICD) a popping sound was heard. The patient reported to the emergency room and the ICD could not be interrogated or beep with a magnet application. An invasive procedure was performed and it was noted that the lead, not manufactured by cpi, used with this ICD had burn marks on it. It was also reported that the patient's implant pocket was very swollen and tender. The ICD and lead system was removed.